Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. External insulation abrasion was noted at 9.6 ¿ 9.7 cm from the connector pin, consistent with lead friction to the ICD can.

Event description:
It was reported that noise was observed on the right ventricular lead causing a high ventricular rate. The patient was asymptomatic. On (B)(6) 2018 the lead was explanted and replaced; insulation anomaly was noted on the lead. The patient's condition before, during and post procedure was stable.